Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported by the patient as the nurse thought the patient might have coughed on their hand and didn¿t sanitize; however, this could not be confirmed, therefore, the cause of the event was assessed as unknown. On that same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing and the patient was retrained on aseptic technique. Three days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient had recovered. No additional information is available.